Event description:
One day post ablation procedure for atrial flutter, pt developed sob and swelling. Temperature spiked to 39 degrees celsius. Symptoms continued to worsen and pt was intubated four days after the event. Current diagnosis ards, etiology unknown.